Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a shock and vibratory alert. Low hvli and pli was noted with a display alert for circuit damage. X-ray revealed lead dislodgement. The lead and ICD were explanted and replaced due to presistent impedance issues. At close inspection of the lead, burn marks was noted below the svc coil. No adverse consequence to the patient was noted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported output anomaly and low high voltage lead impedance were confirmed in the laboratory. Analysis found high voltage output circuitry damage. It is believed that the lead shorted during high voltage delivery, which caused the reported output anomaly and low high voltage lead impedance.